Manufacturer narrative:
Device history record was performed to review and conform the sterility of the implanted system. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received confirmed the explant procedure was performed on (B)(6) 2019 without complications.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient experienced a fall resulting in the opening of the surgical incision for the scs ipg implant site. Reportedly, the patient's scs ipg site became infected (inflammation, redness, drainage and fever). The patient was treated with antibiotics and the physician decided to remove the patient's scs system. The date of the explant was undetermined at this time.